Manufacturer narrative:
The reported fault was confirmed through review of the event history logs; however, when testing the device on a primed circuit, the reported fault could not be replicated. The customer confirmed the device operated as expected.

Event description:
User reported that the cardioplegia pump did not operate as intended and therefore did not provide the necessary arresting dose for the procedure. There was no patient harm as a result of this event.